Event description:
Device issue: bent exchange sheath cutter, broken locator wings. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that during device preparation, it was believed that the starclose se device had "one of the metal pieces on the clip was bent." The bent metal piece was noticed before use of the device on the pt. However, the eval revealed that the device was partially deployed as evidenced by incomplete thumb advancer deployment, fully engaged plunger, and fully deployed locator wings. Two of the locator wings were broken, but remained secure within the locator, and intact pusher body. A device in this stage of deployment could not have achieved hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: eval of the returned device found the components out of the starting positions, excessive dried blood on the device, incomplete thumb advancer deployment, the plunger fully engaged and two broken locator wings secure within the locator, and intact pusher body. These findings indicate, the device was partially deployed inside the pt. The cutter was bent, consistent with striking the end cap of the hub of the exchange sheath when attempting to engage the device with the sheath. This is indicative of the hub not being securely installed on the device. The root cause for the bent cutter is improper hub-to-device installation technique. Because the hub of the exchange sheath was not securely engaged with the device, it created resistance to the thumb advancer deployment and prohibited it from being advanced completely to the finish arrow. Inspection revealed the cause of the two broken locator wings is due to the device being forcibly pulled out of the artery instead of using the safety release mechanism to manually collapse the wings. Based on the investigation findings, the root cause for the broken wings is incorrect device removal technique. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.